Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a patient disconnect alarm. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 kept alarming patient disconnect. The biomed verified that there were a lot of patient disconnects documented in the significant log. The rse recommended performing the performance verification testing (pvt). The customer reported that they were able to perform the pvt and the device passed successfully.